Event description:
It was reported that during use the foley catheter sterile water leaked from the balloon part. It was also mentioned that one is discarded.

Manufacturer narrative:
The reported event was confirmed CAPA 12866756 related. Visual evaluation of the returned sample noted one all silicone foley catheter with drainage bag. Verified material number 2758j14 and manufacturing lot number ngku0254. Visual inspection of the sample noted 2-way foley catheter with balloon rupture (measuring 0.4655") on the return sample. Further inspection noted the balloon had no missing pieces. A potential root cause for this failure could be "silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified - inspection method: the inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation/deflation inspection test at 100% final inspection." The labeling is found to be adequate to fulfill. DHR review is not required as event is already being investigated per CAPA 12866756. Corrections made to tab(s) d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter sterile water leaked from the balloon part. It was also mentioned that one is discarded.